Manufacturer narrative:
Initial reporter name and address- (B)(6). Device return evaluation was completed . The customer reported issue of "poor air and water supply" was confirmed. Device evaluation found the amount of air supplied is insufficient due to clogging of the air/water nozzle. The air and water nozzles are clogged, a foreign material found in the nozzle. Due to clogging, the draining function was reduced. Furthermore, the following findings during inspection were noted on the device: the bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the elongation of the angle wire. Scratches on the insertion tube due to external factors are recognized. Poor insulation performance at the tip due to adhesive peeling of the curved rubber. The curved rubber adhesive found missing. The curved rubber bond found cracked due to external factors. The curved rubber adhesive part is cloudy. The adhesive part of the objective lens has come off due to handling. The objective lens adhesion part is cloudy. Due to handling, the adhesive part of the lighting lens has come off. The lighting lens adhesion part is cloudy. The watertightness of the up/down (u/d) knob is not maintained. Scratches are found on switch #1 (sw1) due to external factors. Wrinkles are observed in the universal cord due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of poor air and water supply (poor delivery). The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign material in the device nozzle . This report is being submitted for foreign material found in the nozzle (handling issue, insufficient cleaning).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due a material such as gauze or towels which were used during the reprocessing procedure. However, the origin of the foreign material was hard to be specified since the usage environment was unknown. The event can be prevented by following the instructions for use (IFU) which state: ¿preparing the equipment for reprocessing" olympus will continue to monitor field performance for this device.